Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6. MDR section codes updated/corrected: c, d. The most likely underlying cause for the revision reported is prosthesis wear and a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). An additional reason for the reported revision may be acetabular cup loosening, but this could not be confirmed from the information provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, e. The most likely underlying cause for the revision reported is prosthesis wear and a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). An additional reason for the reported revision may be acetabular cup loosening, but this could not be confirmed from the information provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: 101-05-20 - 3.2mm drill bit 20mm 1pk, 170-36-93 - biolox delta femoral head 36mm od, -3.5mm, 180-65-15 - alteon 6.5mm screw, 15mm, 190-30-06 - alt ha s clr std sz 6. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, the patient underwent an initial right total hip arthroplasty. Subsequently, the patient underwent a revision of the cup components to competitor devices due to loosening concerns. The head was exchanged. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.